Manufacturer narrative:
A visual inspection of the incident sample showed tissue in-between the jaws. The knife was protruding from the jaws and had to be pried open. The knife was inspected and revealed the webbing was bent. Engineering evaluations have been able to duplicate this failure mode by clamping on large rigid tissue. The instruction for use for this device warn against overfilling the jaws of the instrument, so as not to compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position before activating the cutter or the cutter may not securely stay within the guiding track of the jaws. Covidien lp has recently implemented a new jaw/blade assembly design to increase the blade retention within the jaws of the handpiece. This makes the design more robust to variations in user technique. The returned device was manufactured before these changes were implemented.

Event description:
The report stated that during a vaginal uterus extirpation, the knife was blocked after several uses. There was no pt injury. The incident device was returned and upon evaluation on 10/06/2008, a visual inspection revealed that the knife was protruding from the jaws of the device.